Event description:
It was reported that the patient's mother no longer trusts the pump, and feels that it's not delivering the basal rates properly as the patient continues to experience high bgs. The patient was also getting multiple no delivery alarms. It was also mentioned that the pump froze during the programming of the basal rate, and could not be cleared. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump passed the basic occlusion, occlusion, prime, excessive no delivery alarm and displacement tests. No unexpected no delivery alarms were noted. The insulin pump was programmed with the correct date and time. The insulin pump was programmed with a 1 unit per hour basal rate and monitored for two days at 50c. The insulin pump delivered properly all basal profiles. No basal delivery anomaly was noted. The insulin pump was received with cracked battery tube threads, a cracked reservoir tube lip and minor scratches on the display window.